Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 15mm x2.50mm nc quantum apex balloon catheter was advanced for post dilation and the device was initially inflated at 12 atmospheres. However, on the second inflation at 12 atmospheres, the balloon ruptured after being inflated for 30 seconds. The device was completely removed from the patient's body. The procedure was completed with a 2.5mmx10mm non-bsc balloon catheter. No patient complications were reported and the patient's status was good.